Event description:
Facility reported a kink in arterial line at junction of end of pump segment and remainder of line. The kink was noted upon removal from the packaging. The sample is available for evaluation.